Event description:
It was reported that during a coronary artery bare metal stent treatment procedure, stent damage occurred. The physician was attempting to treat a calcified lesion located in the rca (right coronary artery) with a 4.0x24mm liberte' bare metal stent. The stent delivery system was unable to cross the lesion. It was noted that the stent became "kinked". The device was removed, and the procedure was completed with another of the same device. There were no reported pt complications. The pt status is listed as "in a stable condition".